Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The following messages were reported "try the following, reposition the recharger if connected, move the controller closer to your device" message) and a note that stated the "scs was interrogated and found to be dead, the scs was interrogated multiple times with different devices and found to be dead, no device found". Patient stated that the last time they used it they fell into something and it knocked him to his knees/"dropped him". Pt reported the trial scs worked great but with the fully implanted system he felt an electric current instead of feeling pain relief. Patient stated they hadn't used their ins in 2 years.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.